Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a right ventricular outflow tract ablation, a pericardial effusion occurred. During the procedure, following ablation, the patient experienced a vagal response and became hypotensive. There was no tachycardia and the patient vomited. An echocardiogram confirmed a 1-2mm effusion. The patient stabilized and the procedure continued. Following the procedure, the patient again became hypotensive and a 13mm effusion was identified via echocardiogram. There was a slow increase in size over an hour period and the patient was stable throughout. A pericardiocentesis was performed to stabilize the patient. There was no clear cause of the tamponade, however it was indicated to be caused by the tacticath ablation catheter. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.